Event description:
It was reported that the high definition lcd monitor¿s visual display won¿t turn on, nothing works except for a red light in the back and a green light in the front. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.